Event description:
A (B)(4) distributor shipped back the electrode belt of an unk pt who reported excessive going alarms regarding the therapy electrodes.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt there was a cosmetic crack in the trunk cable connector, the distribution node enclosure and cover was cosmetically warped, and the black purse wire was broken in the trunk cable connector. The cause for the adjust belt or check belt messages was the broken black pulse wire in the trunk cable connector. The root cause for the broken black pulse wire cannot be positively determined. No adverse event resulted from the broken pulse wire. The pt was issued a replacement electrode belt.